Event description:
It was reported that system diagnostics were okay. The patient's increased seizure rate was below pre-vns seizure rate. Per the physician, it was believed that the increased seizures was not related to the vns and was related to external factors. The explanted generator was received for analysis, but analysis hasn't been completed on the returned generator to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified.

Event description:
It was reported in clinic notes that the patient's family has noticed an increase in seizure activity, and it was time to replace the vns. The battery was noted to be at 5%. The generator provides intended stimulation until 0 % remaining , end of service - yes. The generator was replaced prophylactically. Pre-operative diagnostics were within normal limits. No further relevant information has been received to date. The suspect product has not been received to date.